Event description:
Additional information indicated there was no evidence of a device shorted condition at this time. All other measurements are within normal limits. No defibrillation threshold testing was completed. There were shock impedance measurements taken through the device in all three shocking vectors. No adverse patient effects were reported. The patient will continue to be monitored remotely and through clinical visits.

Manufacturer narrative:
At this time, this lead remains implanted. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited a low shock impedance measurement less than 20 ohms. The shock impedance measurements ranged from 47-52 ohms with in-person testing in all configurations. Impedance measurements were taken while performing isometrics which produced no variations. No adverse patient effects were reported. Additional information was requested; however, no further information is currently available.